Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.

Event description:
Another country medtronic rep reported pt was admitted to the hosp in 2005 for infection of the lead/extension tract. Antibiotic therapy was administered, and the event was classified as ongoing. The pt was discharged the following month. Three months later, the pt was hospitalized overnight for infection. It was determined that the neurostimulator pocket was infected. The pt was again hospitalized overnight for explant of the neurostimulator, lead and extensions. The pt was discharged the same month. The device was returned to the MFR for analysis. A follow up report will be sent if additional info is received.